Manufacturer narrative:
The prismaflex hf1000 set was discarded and not available for inspection. Review of the prismaflex hf1000 set device history record and complaint history files could not be performed since the involved lot number was not known. The root cause of the reported event remains unknown, however the information provided suggest that filter clotting was most likely attributable to inadequate anticoagulation.

Event description:
A patient sustained an estimated blood loss of 1980 ml when 12 prismaflex hf1000 sets clotted off during the course of 48 hours and the blood was not returned to the patient. The patient was transfused with 4 units of packed red blood cells. Following the repeated clotting, it was determined by the clinical staff that the patient was not adequately anti-coagulated for his size; in response, the heparin infusion was increased. That apparently addressed the issue because the patient then continued crrt without further issues.